Event description:
The provider stated the chair is having trouble going up ramps.

Manufacturer narrative:
(B)(4) issued MFR. Report #1525712-2013-05309 indicating the manufacturer as invacare (B)(4) and the FDA registration number as (B)(4). The correct manufacturer is invacare (B)(4). The correct FDA registration number is (B)(4).